Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that sometime in (B)(6) of 2022 they noticed their stimulation began to shut off by itself. Pt confirmed the ins battery is not depleted when this happens. Pt stated they called patient services (ps) about this issue in the past ((B)(4)) and the issue was resolved and now it's happening again. After ps reviewed notes from (B)(4), it appeared that pt may have been near a washer or a tablet and that could have been the cause of the stimulation turning off by itself. Ps reviewed this with pt and pt said that's not the case this time. Pt also stated they noticed about a month ago their ins began to not hold a charge for as long. Pt mentioned they normally charge once a month and also mentioned they begin to feel pain in their face again. Ps understood this as pt's symptoms return when stimulation turns off. Ps sent email to mdt reps for visibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported their ins is turning itself off by itself for the last two weeks. Patient services (ps) asked patient to sync with the pp and pp shows ins is on and the ins is about 75%, 3/4 charged. Ps reviewed therapy on/off button meaning on the insr and pp. Ps recommend patient using the recharger while on the call and patient said its complicated for her. Ps reviewed device function. Ps recommend patient monitor ins turning off and consult with hcp ofc if the issue continues.